Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2004, the patient underwent the following procedures: anterior retroperitoneal approach with mobilization of aorta, vena cava, and left iliac artery and vein to facilitate the exposure of the anterior aspect of l5-s1. Anterior discectomy interbody fusion of l5-s1 using cages to l5-s1 to treat the pre-op diagnosis of chronic back pain secondary to internal disc disruption at l5-s1. On (B)(6) 2004, the patient underwent the following procedures : the first procedures incudes: anterior l5-s1 discectomy, anterior l5-s1 lt titanium cage placement, anterior l5-s1 arthrodesis allograft using rh-bmp2/acs, intraoperative fluoroscopy greater than 1 hour. Second separate procedures includes: posterior l5-s1 laminectomy, pedicle screw instrumentation l5-s1 bilaterally, posterior, lateral and transverse fusion using allograft and autograft arthrodesis l5-s1 bilaterally. Intraoperative fluoroscopy greater than one hour. Due to the following preop diagnosis: l5-s1 instability with intractable low back pain. Left lower extremity radiculopathy. Op note: the anterior l5-s1 discectomy was performed; anterior l5-s1 lt titanium cage placement using rh-bmp2/acs allograft was then performed in l5-s1. Once anterior l5-s1 arthrodesis suing rh-bmp2/acs allograft was performed, intraoperative fluoroscopy confirmed in ap and lateral views excellent placement of the cage. Once l5-s1 posterior laminectomies were performed, pedicle screw fixation was placed in l5-s1 bilaterally. Once pedicle screw fixation was placed in l5-s1 bilaterally as well as the ala of the sacrum were decorticated. Posterior, lateral and transvers fusion using allograft and autograft arthrodesis was performed l5-s1 bilaterally. The patient was taken to recovery room stable. No other information was provided. Post-operatively, patient sustained unspecified injuries.